Event description:
During an implant procedure, when attempting to fix the right atrial (ra) lead into position, the ra lead became dislodged. After multiple attempts the ra lead was removed, when testing the helix, it was noted the whole ra lead rotated with the helix. A new ra lead was used to complete the procedure, the patient was stable.